Manufacturer narrative:
B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties (resulting in loss of therapy) and magnetic resonance imaging (MRI) compatibility. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the hospital and will not be returned for analysis. Postoperatively, the patient received adequate programming, and it was confirmed that all the contacts on the implanted paddle were functioning properly.